Event description:
Information received with return of the device notes that during the implant procedure, the device was interrogated and after connection, the EKG showed no pacing and asystole. The device was disconnected, examined and reconnected. Again, there was no output and since the patient was pace- maker dependent, a new device was placed.